Event description:
A medtronic linq cardiac loop monitor was implanted in my husband on (B)(6) 2017. On one occasion the transmitter became unplugged and nothing was transmitted for over two weeks. Today is (B)(6) 2017 and despite all indications that the unit was working, the unit has not transmitted to the cardiac clinic in 12 days. Medtronic assumes no responsibility for the lapses in transmission, and merely states that it is up to the clinic that monitors my unit to notify me that it is not receiving transmissions. I cannot be sure if any harm has been done since I don't know what, if any, arrythmias were missed.